Event description:
It was reported that pump displayed cartridge change error and caller was unsure about condition of cartridge o-ring at time of event. There was no adverse impact to the customer¿s blood glucose level. Customer filled and loaded new cartridge and new infusion set, was able to successfully load cartridge onto pump, and resumed insulin delivery without further issues, and no additional support actions were required.